Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly operate in cine/vascular modes. No pt or user injury was reported.